Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarm was noted. The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to corroded keypad traces. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. After battery change, insulin pump received a failed battery test and was not able to clear due to keypad anomaly. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.